Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device often displays e8 power interrupt errors, and he believes the vibration alarm is defective. Further, the backlight is damaged. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. The backlight of the display does not work. Due to a mechanical impact, the inductor of the backlight is broken and the coil is loosened. Therefore, the vibra is blocked. The insulin delivery accuracy was not affected by this defect. The mentioned e8 error message was correctly triggered due to a power interruption while the pump was in run mode.